Event description:
A malfunction alarm labeled as malf 9 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which was successfully completed, and the issue did not recur. The customer received guidelines to continue using the pump and to reach out if the problem occurred again.